Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided, date of event unknown / not provided. Additional PMA/510(k) number ¿ k013227. Last/given name unknown / not provided.

Event description:
It was reported that the implant at tooth site # 19 fractured and was removed. Symptoms as a result of the event: bone loss.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay device evaluation and additional information. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was added: 4755. H6: health effect impact codes were added: 4624 and 4627 h6: health effect clinical code was added: 2377 h6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. The product was returned and implant fracture was confirmed following visual evaluation. However, bone loss could not be verified since it is a medical condition and the exact details of event and patient anatomical condition were nonverifiable. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported events. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specification and conforming when it left zimmer biomet. DHR review for the lot (60807489) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot (60807489) and no similar event or complaint was found. Functional testing and dimensional analysis could not be performed due to the nature of the device and events. Therefore, the reported events could not be recreated. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the probable causes for the reported events are patient specific issues or long term parafunctional habits of the patient (i.e. Improper loading). No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.